Event description:
It was reported that the heaters were found to have high leakage current during preventive maintenance. No pt injury was reported.

Manufacturer narrative:
The heaters were removed and investigated by terumo. No issue could be found with the heaters. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.